Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient, the anterior electrode arced at the top of the pad near the patient's clavicle. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.